Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: did the distal part of the tissue pad fall off in the patient or was it removed by the nurse when being examined outside of the patient? The tiny piece did nearly fell off (viewed from a tv screen), the instrument was then taken out from patient abdomen and a scrub nurse removed it in a sterile field is the tissue pad returning with the device or was it disposed of? It is returning with the device.

Manufacturer narrative:
(B)(4). The device was connected to a test hand piece and generator and it activated during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Event description:
It was reported that during a laparoscopic anterior resection procedure, a surgeon handled the device as proper as usual and function normally. Around seventy-five minutes after starting, a scrub nurse saw a tiny part of tissue pad in distal tip nearly fell off and informed chief surgeon immediately. The device was taken out and examined. The tiny piece of tissue pad was taken by scrub nurse and submitted for a complaint. The surgeon opened a sonosurg to continue a surgery. There were no adverse consequences for the patient reported.